Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 14 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.